Manufacturer narrative:
It was noted that the first sapien valve was deployed 60:40 aortic and the degree of central leak was noted to be severe. The position of the second valve was noted to be 70:30 aortic with trivial central leak and zero pvl. The physician noted that there might be a leaflet overhang that caused one of the leaflets of the first sapien valve to not function. The imagery is not available for review by edwards. Per the device instructions for use (IFU), valve deployment in unintended location, paravalvular or transvalvular leak, and malposition requiring intervention are potential risks associated with the use of the bioprosthesis. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. There are several patient and procedural factors that alone or in combination can cause or contribute to valve malposition. According to the physician's training manual, some factors that can contribute to valve malposition are poor positioning by operator, annulus-valve mismatch (under sizing and under dilation), interference from adjacent structures (i.e. Sub-aortic hypertrophy), and balloon movement during deployment (i.e. Inadequate reduction of transvalvular flow due to loss of pacing capture during balloon inflation). In this particular case, the cause of the reported non-functioning leaflet causing central aortic insufficiency (cai) cannot be cannot be confirmed as images of the procedure were not made available to edwards for review. Specifically, without imaging, patient factors (i.e. Annular diameter, valve calcification, stj calcification, presence of septal hypertrophy), and procedural factors (imaging intensifier angle, valve positioning prior deployment, adequacy of pacing during deployment), cannot be assessed; however, as indicated by the pi per the report the cause of the event seems to be leaflet overhang. There was no report of device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further actions are possible at this time.

Event description:
As reported via the edwards clinical specialist, during a transcatheter aortic valve replacement (tavr) procedure, post deployment of the 26 mm sapien valve, the patient's blood pressure continued to drop and echo appeared to show that one leaflet was not functioning. Attempts were made to free the leaflet but this was unsuccessful. A second valve was positioned slightly more aortic with a good final result. The delivery system and sheath were removed and the patient was doing well.